Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient's dexcom g6 device ceased to function "for no reason". No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation

Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation but further investigation cannot be completed to confirm the reported issue due to the data not reflecting the full investigation window. The complaint confirmation of the dexcom g6 device ceasing to function "for no reason" could not be determined. A root cause could not be determined.